Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, repeated recoverable 32097 errors occurred. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs which showed errors: 32097, 32096 and 30 on universal surgical manipulator (usm) 4. The customer stated that the system was working now but they have had the error 3 times already. The tse instructed the staff to try a hard reset on the patient side cart (psc) and disable usm 4 if the errors persisted. The customer was unsure if they wanted to exchange the usm and was proceeding with the procedure. The procedure was completed with no reported injury. Isi followed up and obtained the following additional information: the customer was confirmed that the issue was resolved after replacing the usm and the procedure was not converted and was completed robotically with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 4 due to error 32097 and other errors pointing to the axes controller arm (aca)/ axes controller motor (acm) boards. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation was neither confirmed nor replicated. The unit was tested on an in-house system passed normal mode without any error. The field error logs were checked and the error 32097 continue to trigger even after removing this unit from the system. The unit passed other in-house tests.